Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced second degree atrioventricular block after screwing the right ventricular (rv) lead. It was also reported that this can be the diagnosis of an evolving medical or related to the screwing of the lead. The rv lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event. (B)(6) 2020 it was further reported that the his lead was positioned empirically to attempt hisian pacing and the rv lead was capped. However, the result and the his potential was not satisfactory. His lead was never implanted and rv lead was reconnected to the ipg.